Manufacturer narrative:
Additional information - name: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the fiber optic cable and adapter was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : customer handled the issue.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) a possible console pressure evaluation, issue with fo wave form.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.